Event description:
It was reported that the foot-switch on the 2600 system was stuck at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transistor board and foot-switch were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.